Event description:
It was reported that during an a-fib procedure, the physician was burning at 50 watts in the left atrium with the ez steer thermocool sf catheter when it was heard and felt a steam pop near the coumadin ridge between the left appendage and the left superior pulmonary vein. The patient's blood pressure dropped and a perforation of the left atrium was confirmed by using a reprocessed soundstar catheter. At that time, the physician stopped all heparin and reversed the patient with protamine. The physician pulled all the catheters out of the left atrium and a pericardiocentesis was performed. Approximately 500 ml of fluid were drained from the pericardial sac. The outcome of the adverse event was reported as improved and the physician opinion regarding the causality of this event was procedure related. The patient was stabilized.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the physician was burning at 50 watts in the left atrium with the ez steer thermocool sf catheter when it was heard and felt a steam pop near the coumadin ridge between the left appendage and the left superior pulmonary vein. The patient's blood pressure dropped and a perforation of the left atrium was confirmed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. Additionally, the returned device was tested for eeprom, carto, 4 khz and calibration functionality. The catheter passed these tests. Catheter was properly visualized during test. Finally, an irrigation test was also performed and catheter failed. Further investigation revealed that the irrigation tubing was occluded apparently with blood residues. The customer complaint cannot be confirmed. However, it could not be determined how the irrigation ports were occluded. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Furthermore, it also states to flush the catheter before the procedure.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the analysis investigation is completed. Concomitant products: carto xp system us catalog #: fg540000, serial #: (B)(4); stockert 70 system us catalog #: s7001, serial #: (B)(4); cool flow pump us catalog #: cfp002, serial #: (B)(4); laso nav 2515 and soundstar (reprocessed catheters). (B)(4).